Manufacturer narrative:
(B)(4). Evaluation summary: the reported malfunction of a battery depleted set alarm was confirmed but not duplicated. The root cause was attributed to depleted main batteries. The main batteries were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The user interface module software version of this pump is 6.63.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation, upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).